Manufacturer narrative:
Conmed linvatec received this device for evaluation. The device was returned by the customer with the motor/gearbox frozen. The preventative maintenance on these parts was overdue and the parts needed to be replaced. The concomitant console and bur were not returned for evaluation. The instructions for use (IFU) provides the following information to the user: prior to each use, inspect handpiece for proper operation and ensure all accessories are correctly and completely attached to the handpiece. Preoperative functional test: prior to each use, perform the following preoperative functional test: insert bur or blade into the handpiece by aligning one of the slots in the collet with the key on the blade hub. Gently pull on the cutting accessory to ensure it is properly seated. Verify that the console properly recognizes the handpiece and cutting accessory. Press the direction select button to ensure that it functions properly. With the handpiece running, observe any abnormal noises, vibrations, or heat rise. Verify that the console displays the proper speed.

Event description:
It was reported that during use of this device for a shoulder acromioplasty, the device generated an error message of "torque limited" on the console and would not work. Despite troubleshooting efforts using a backup console, the handpiece continued to not operate. An alternate shaver was not available for use so the surgeon proceeded to an open procedure in order to complete the surgery. This change in procedure required the patient to stay overnight in the hospital rather than as an outpatient as initially planned. It is standard practice prior to surgery, to inform the patient that arthroscopy procedures may be converted to an open procedure. It was reported that the patient had signed a consent prior to the surgery and was aware of the potential for a change in this procedure if the surgeon deemed it necessary.